Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. Reference medwatch with (B)(4) for suspect device in coaguchek xs system.

Event description:
Caller reports that during a correlation study, the following coaguchek s / coaguchek xs result was obtained: patient #1: 6.4 inr / 4.7 inr. No treatment information provided. No adverse event reported. Requested return of suspect device and replacement sent.